Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During preparation, it was noticed that the wire at the tip of the basket was fractured. The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.